Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection resulting in a leak was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell nine of eleven of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm and caused a leak. Renal therapy services (rts) explained the alarm, assisted the caregiver (cg) in clearing the alarm and ending the therapy session. The cg would contact the patient¿s registered nurse regarding the issue. Rts reviewed proper procedures per the user manual with the cg. The patient reported the connection was properly tightened and there was no damage or leak noted on the supplies before the therapy started.there was no patient injury or medical intervention associated with this event. No additional information is available.